Manufacturer narrative:
The insulin pump passed displacement test, self-test, off no power test, rewind and basic occlusion test. The pump was unable to prime during prime test due to moisture damage on the moisture damage on the faulty force sensor system. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. No unexpected restart noted. No alarms noted. Unexpected restart alarm after battery change due to c13/ib voltage leak. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads.

Event description:
The customer reported via phone call that they experienced unexpected restart and signal too low alarm. The customer's blood glucose value was unknown. The customer stated that the alarm occurred shortly after new battery insert. The customer disconnected the call. The product was returned for analysis.